Event description:
A us distributor reported a monitor was displaying check belt messages.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (check belt messages) has been confirmed. Upon investigation the monitor failed incoming functionally testing. The cause for the failure was isolated to multiple defective components on the computer/analog board. The root cause for the defective components could not be positively identified. No adverse event resulted from the damaged monitor.